Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank display, during setup on this ventilator device. The customer stated no patient involvement with this event.